Event description:
The facility reported a flo-gard infusion pump with no audible alarm. It is unknown when or in what care setting this event occurred but there was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
(B) (6). Same case as MFR ID#: 2134265-2010-02063. It was reported that during a coronary artery drug eluting stenting treatment procedure, incomplete apposition occurred. There were four lesions treated at the index procedure. The first was a 95% stenosed and 5mm long lesion located in the non calcified and non tortuous right posterior descending artery (r-pda) with a reference vessel diameter of 2.5mm. The lesion was predilated and a 2.25x20mm taxus liberte stent deployed followed by post dilation resulting in 0% residual stenosis. The second was a 75% stenosed and 3mm long lesion also located in the non calcified and non tortuous r-pda with a reference vessel diameter of 2.5mm. This lesion was treated with predilation and placement of a 2.25x20mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. A third lesion was located in the distal right coronary artery (rca). It was 75% stenosed and 8mm long with a reference vessel diameter of 3.5mm. It was treated with direct stenting using a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. Last, an 80% stenosed and 15mm long lesion located in the mid rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x38mm taxus liberte stent resulting in 0% residual stenosis. Intravascular ultrasound (ivus) done post stent deployment indicated incomplete apposition of the two 2.25x20mm taxus liberte stents located in the r-pda. As a result, both stents were treated with additional post dilations with a non-compliant balloon. It was confirmed that there was 0% residual stenosis and timi-3 flow. There were no patient complications due to this event and the patient was discharged 1 day later on aspirin and prasugrel.

Event description:
On (B) (4) 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (4) 2009 one colleague cx triple channel volumetric infusion pump in which failure code 808:05 occurred during infusion resulting in interruption of therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 808:05 was not confirmed or duplicated. The actual failure code found in the history is fc 812:05. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)